Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Reportedly, the "fiber of dialyzer torn," and blood was visible through the fibers of the dialyzer. Blood test strips were not used. The machine alarmed. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fiber bundle was streaked with blood residue. A visual examination of the fiber bundle identified a short fiber on the circumference of the fiber bundle at the cavity ID end at approximately 40 degrees (with dialysate ports at 0 degrees). Additionally, a kinked/looped fiber was observed at the cavity ID end at approximately 20 degrees (with dialysate ports at 0 degrees). No cracks observed. The dialysate and blood ports were noted to be intact. The screw flanges were undamaged, fully engaged and sonically welded into place on the housing threads. The potting compound at both ends of the dialyzer remained intact. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed possibly due to coagulated blood. Although submersion of the fiber bundle in a water bath failed to isolate any source for an internal leak; ink was identified on the exterior dialyzer bell housing which is similar to that used by the bubble point reject stamp during production. There was no flow of air or water through the fibers due to the coagulated blood observed at both potting ends. As a result, laboratory testing is inconclusive regarding the failure originally reported by the complaint facility. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product. The dialyzer was then subjected to destructive disassembly for further visual examination. Subsequent to removal of the fiber bundle a short fiber was identified in close proximity to the kinked/looped fiber which was noted during the gross visual examination. The exposed end of the short fiber on the dialysate side was located near the dialysate ring. The inferior surfaces of both potting masses were examined for voids; no voids were noted. Furthermore, a microscopic examination of both the kink/looped fiber and the short fiber was performed using a keyence z20 lens. Examination of the short fiber found that it had been sealed with coagulated blood. No punctures or tears were observed on the kinked/looped fiber that would have caused an internal blood leak. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Although no leak was detected, the short fiber identified during the visual examination may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint event was confirmed.